Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the pediatric patient experienced a skin reaction with drainage, pustules and infection on the needle puncture site. The patient was taken to the hospital due to the infection on the needle puncture site. The reaction was treated with oral antibiotic amoxicillin. At the time of the report the patient still had marks over the body. No additional patient or event information is available.